Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 513 mg/dl. The patient reports feeling dizzy. The patient reports their controller screen was blank and they were unable to use it. Once at the hospital emergency room the patient was treated with intravenous fluids as well as medication for high blood pressure. The patient was discharged from the hospital emergency room the following afternoon.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.